Event description:
The customer reported elevated prostate-specific antigen (psa) result, above the normal reference interval, for one patient, involving access 2 immunoassay system. The customer retested the sample and repeated the result. The elevated result was discordant to an alternate methodology, which produced a negative result. Upon retest, the methodology produced the same elevated psa value. A second sample was tested approximately two weeks after and produced a value above the normal reference interval. The elevated result was discordant with another methodology which produced a negative result. The initial elevated result was released out of the laboratory and questioned by the patient. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter, inc. With the patient's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of heterophile interference in the patient sample.